Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Revision operative report indicated that there was a small soft tissue reaction about the right acetabulum with less than a 5 cm pseudotumor soft tissue mass. There was some corrosion at the tapered trunnion junction. (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi dor for both the left and right hips. Patient is bilateral. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.